Manufacturer narrative:
Initial regulatory report incorrect. MFR received date: is 2016-04-08.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0jmur, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the patient's health care provider via a manufacturer's representative reported the device was replaced when it stopped working. The patient was hit by a car while crossing the street. An impedance check revealed multiple connections that were not functional, and an x-ray of the lead showed lead migration.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer's friend/ family member reported that the patient had the first implantable neurostimulator (ins) implanted on (B)(6) 2014 and it was either the device never really worked or the patient did not know how to work the device. The patient went to the health care professional (hcp) that did the surgery but he was not familiar with the device as he should. Months later, the device stopped working and the patient had replacement surgery on (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.